Manufacturer narrative:
Concomitant medical products: 2490g17 remote monitor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to establish telemetry with the implantable pulse generator (ipg). Troubleshooting steps were taken to no avail and the patient was referred to the clinic for further investigation. The ipg and remote monitor remain in use. No patient complications have been reported as a result of this event.